Event description:
It was reported that a user experienced persistent hyperglycemia with a peak of 360 mg/dl while using the ilet with a teflon subcutaneous infusion set; the user administered a manual injection of rapid-acting insulin, was advised to remain off the ilet for two hours post-mdi, and subsequently performed a full supply change after review of high insulin on board and concern for a possible infusion issue. Symptoms included elevated blood glucose with slow downward trend. Outcomes included ongoing monitoring at home without medical intervention or hospitalization. Investigation included customer service troubleshooting, review of device alerts and history, inspection guidance for cartridge, tubing, and infusion site, and recommendation for replacement of cartridge, tubing, and infusion set. Investigation of this case revealed no occlusion or dosing-stopped alerts, no visible leakage, and gradual improvement in glucose following supply change and time off-pump post-mdi. It was concluded that the cause of hyperglycemia was unclear, with a potential infusion-set related delivery issue not confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.